Event description:
It was reported that the lead was explanted and replaced due to possible short circuit of device due to rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.